Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the up and down arrow buttons of insulin pump had to be pressed multiple times or it was moving extremely fast. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that insulin pump had less battery life and scratches on the top of the screen. Customer also reported that the insulin pump was bumped multiple times, however insulin pump was functioning as designed and customer was able to read the screen. Customer performed self test and it was passed. Customer was able to perform displacement test. The customer was advised to discontinue use of the insulin pump and revert to the backup plan. Customer was advised that the insulin pump needed to be replaced. The insulin pump will be returned for analysis.